Event description:
The diabetes clinical manager reported via phone call that the lock keypad feature is activating on its own since (B)(6) 2015 and the insulin pump alarmed button error on (B)(6)2015 and off no power on (B)(6) 2015. It was also reported that insulin was found in the reservoir compartment an the customer has difficulty reading the display. Blood glucose value was over 300 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. However, no button error alarms were noted. The pump passed the basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The pump was received with minor scratches on the lcd window.